Event description:
The bolus of the feeding tube was torn and the tungsten weights fell out and remain in the pt's body as of (B)(6). The feeding tube has been in place for about 2 months. A 20cc syringe was used to flush the feeding tube prior to the tear. The customer reported that the higher pressure of the smaller syringe may have caused the bolus to rupture.

Manufacturer narrative:
The feeding tube was not returned for evaluation. Retention samples were reviewed and no defects were identified with the bolus. Without a sample a definitive conclusion cannot be made as to what may have caused the bolus to rupture.